Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was crushed by heat prior to use. During preparation, the product¿s packaging was found damaged, rendering sterility questionable, and the product was not used. The product was replaced, which reportedly took approximately 5 minutes. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4 (UDI #), g3, g6, h2, h3, h6, h11. Corrected: h4. The reported event was confirmed by review of pictures. Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined as the product has not returned for evaluation and the provided photos do not fully depict the seals. The device history records were reviewed for deviations and/or anomalies and anomalies/deviations were identified. The root cause of the reported event can be attributed to a manufacturing issue. Corrective actions have been initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
This report was submitted under the incorrect sublocation/MDR facility. Please consider this report void, a new report will be submitted under the correct MDR facility (1825034).

Event description:
This report was submitted under the incorrect sublocation/MDR facility. Please consider this report void, a new report will be submitted under the correct MDR facility (1825034).